Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. There were no reported abnormal altitude changes that preceded these alarms. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer resolved the issue by loading a new cartridge approximately 2 hours after the alarm was declared.